Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient was experiencing a shocking sensation from the implant. They suggested that the patient follow up with their gastrointestinal doctor immediately to get the device checked. No further complications were reported/anticipated.